Event description:
This 49-yr-old female is s/p subcutaneous mastectomies with gel implants in 1982. She has developed chest wall discomfort and joint problems over the years. She has elected to have the implants removed. The name of the MFR and the implant identifiers are unknown to this reporting facility because of the date of implantation; i.e. The records have been destroyed. Gross exam: there is gross disruption and rupture of the implants on both side.